Event description:
The lay user/patient contacted lifescan alleging that her onetouch ultrallink user guide was in spanish (the whole thing).there is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue with the user guide could not be resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.